Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the log file confirms that the device shut down via a button press, as designed and to specification; the button press is user initiated and the operator may have not realized that the button was pressed. The device was fully evaluated, tested by performing various device features while bench handling, power cycling, and testing the integrity of the power switch with no faults found. The investigation for the device shutting down will be closed as device meets spec. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.